Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('I got an allergy patch test done for metals and those three caused a blistering allergic reaction for me') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and blister ("blisters"). The patient was treated with surgery (to remove). Essure was removed. At the time of the report, the allergy to metals and blister outcome was unknown. The reporter considered allergy to metals and blister to be related to essure. The reporter commented: concerning the injuries reported in this case, the following one/ones were reported via social media: blister, allergy to metal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-jan-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ('I got an allergy patch test done for metals and those three caused a blistering allergic reaction for me') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove). Essure was removed. At the time of the report, the hypersensitivity outcome was unknown. The reporter considered hypersensitivity to be related to essure. The reporter commented: concerning the injuries reported in this case, the following one/ones were reported via social media: blister, allergy to metal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.